Manufacturer narrative:
The stellaris system was tested by field service, the reported shut down of the system could not be duplicated in the field. The device history was reviewed and found to meet manufacturing specification.

Event description:
The stellaris system shut down during surgery. They rebooted it and it came back up. No patient injury reported.